Event description:
A dist returned monitor sn (B)(4) and reported that the monitor was resetting.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation, the monitor was intermittently resetting. The cause for the resets was isolated to a defective u104 pxa processor on the c/a board. The root cause for the defective u104 processor could not be positively identified. No adverse event resulted from the defective monitor.